Event description:
It was reported that during a lap colon procedure, the system displayed generator error repeatedly. The issue could not be resolved. The doctor converted to open procedure. The case was completed without the generator. Additional information: the disposable products used for the procedure were discarded. Small account, only has cautery and did not have another generator to use and keep the procedure laparoscopic. Rep troubleshot over phone and had generator placed further from bovie.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Manufacturing year is 2005. Should the information be provided later, a supplemental medwatch will be sent.